Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.

Event description:
It was reported that the customer was hospitalized for diabetic ketoacidosis and hyperglycemia, with a blood glucose reading over 600 mg/dl. The customer stated that prior to the event, she had been experiencing elevated blood glucose levels for a few days. The customer also stated that she last changed her infusion set the day before the event. Programming was correct, which showed the customer did use twice her normal amount of insulin the day of the event. Also, the alarm history did not show any no delivery alarms in the past 30 days. Troubleshooting was performed and the insulin pump passed the fixed prime, but failed the high pressure test. Nothing further was reported.